Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the device broke into pieces during a laparoscopic nephrectomy procedure. The part fell into the patient's cavity and was retrieved. No adverse events have been reported.

Manufacturer narrative:
Tracking no: (B)(4).